Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The single board computer (sbc) printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. The unit under test (uut) was placed into a test ventilator and power cycled 5 times without any issues. On the 6th and 7th tries the reported complaint was verified. It power cycled without any issues 2 more times before it froze again. A third party service provider replaced the sbc pcb.

Event description:
It was reported that during patient use, after the ventilator circuit was replaced, the ventilator was turned on and it froze. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.